Event description:
The cassette contained reversed inlet and outlet tubing. Upon priming the tubing set with the pt's autologous blood, the nurse noted that the "cassette tubing was transposed." The tubing set was discarded and the infusion was initiated using a replacement set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.